Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial start date was unknown. It was reported that the patient initially did the temporary trial (caller could not remember when the initial trial began and stated they thought it had been maybe in 2024). The patient's healthcare provider (hcp) had told the caller and patient that the lead had moved. This was discovered when an x-ray was taken, so they had the system removed and patient did a second trial and that was the trial that was used to bring the patient to having the permanent implant placed on (B)(6) 2024. Caller stated the manufacturer representative (rep) was made aware of the issue the day the x-ray was taken. No further action was taken by patient services. Serial number was not acquired as the patient's trial had ended at the time the information was reported.